Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user unintentionally navigated to the fill tubing screen while connected and pressed and held to deliver insulin, resulting in a displayed delivery of 0.7 units and temporary stoppage of dosing with a reported blood glucose of 218 mg/dl until the sequence was completed. The device component implicated was the tubing, and the issue was characterized as an incorrect procedure during use. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose and a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to improper method while the tubing component was involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error.